Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.

Event description:
While performing a function check, the technician noticed the casters were locking brake but continued to ratchet.